Event description:
It was reported during an inspection the cs100 intra-aortic balloon pump (iabp)caster is damage. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: e1(event site telephone). A getinge field service engineer (fse) confirmed caster damage. Replaced the caster (0401-00-0062), the unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a